Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a reported glucose of 361 mg/dl after running out of insulin overnight and using an infusion set and tubing beyond the recommended replacement interval; the ilet alerted for high glucose and the user planned to replace the contact detach set and resume insulin delivery. Symptoms included feeling okay without acute complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user troubleshooting and education on infusion set management and replacement intervals. Investigation of this case revealed use error related to extended wear of infusion components and an interruption in insulin availability that could lead to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear.